Manufacturer narrative:
The event has occurred due to an operator error. Customer indicated that the mistake was corrected quickly and there was no report of incorrect treatment. Instrument and data management system is performing as intended.

Event description:
Customer reported that they scanned incorrect patient barcode and sample was run and transferred to lis (data management system). There was no report of injury due to this event.